Event description:
The customer reported being concerned that insulin was not exiting. The customer stated that he ran a test and barely one drop of insulin exited during the fixed prime test. Ran a self test and passed. The customer called back and stated that he has about 40.0 units of insulin in the reservoir and his glucose level starts to rise. The blood glucose was more than 250mg/dl. Advised the customer to review the programming and found that the customer had delivered more insulin than the daily totals calculated. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.